Event description:
The patients lead was replaced. Product return is not expected. No further relevant information has been received to date.

Event description:
Review of session reports on a physician's tablet revealed that a patient presented with high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.